Manufacturer narrative:
The investigation of automated impella controller (aic) - loss of opm data has been completed. Based on the data analysis and the device analysis, the cause of the aic issue was a defective optical bench. D9 date device returned to manufacturer added. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26758 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The automated impella controller device was not received from the customer at the time of this MDR writing; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient (unknown ethnicity) with an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support and while on support, greater than two months later, placement signal not reliable alarm triggered, and aorta and left ventricle placement signal were unavailable. There was no harm to the patient as a result of the event; the patient was eventually bridged to a left ventricular assist device per the report. Abiomed's investigation engineer has now requested the return of the automated impella controller (aic) to further investigation if the issue could have been a result of the aic.